Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was found to have multiple issues, including half height (hh) 3.2 not appearing on the bus and a duplicate address conflict. A field service engineer troubleshot the device and removed the duplicate address, after which the customer reloaded the medication. Then reseated the bus cable, which resolved the issue of hh 3.2 not being on the bus. Performed a functional test and ran diagnostics, verifying that the device was operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had duplicate address. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.